Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead. Diaphragmatic stimulation was also noted. The lead had high thresholds and no capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.